Event description:
It was reported that the insulin alarmed during the prime/rewind process. Insulin squirted out during the manual process. The blood glucose reading is 95 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.